Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: celect ivc filter found to be multiply fractured and embolized. 1 leg in right kidney parenchyma, 1 arm in right renal vein, one arm retained locally, most of 1 leg extravascular and deeply embedded in vertebral body with bony sclerotic and lytic reaction, and one arm in a right middel lobe (rml) pulmonary artery. Patient outcome: the patient did require additional procedures due to this occurrence: explant. Physician will follow up the remaining fragments annually. Patient is doing well.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: during retrieval of a celect filter more than 10½ years after placement the filter was found multiply fractured and embolized. It is noted that the patient is doing well, but some fragments were explanted during additional procedures and that annual follow-up is scheduled for the remaining fragments. Based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to fracture during a dwell time of more than 10½ years and unfortunately, no product was returned and no imaging or additional information could be obtained. Cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.